Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display went blank after the battery change. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple occurrences of related call service alarms. On investigation, the pump powered up with the display screen and functioned properly. The investigation confirmed but was unable to duplicate the reported blank screen issue.